Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of peritonitis with (B)(6) in a patient for peritoneal dialysis (pd). On an unreported date, extraneal viaflex therapy was temporarily withdrawn. In (B)(6) 2012, approximately three to four days after the patient began treatment with extraneal viaflex, the patient experienced peritonitis manifested by cloudy effluent and "few symptoms complex". It was not reported if remedial therapy was rendered. The physician stated that due to this result, he did not report the event at that time. On an unreported date in 2012, extraneal viaflex therapy was temporarily withdrawn. On an unreported date the peritonitis was resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.